Manufacturer narrative:
The previously reported event date of (B)(6) 2015 was incorrect, the correct date is (B)(6) 21015. The previously reported explant date of (B)(6) 2015 was incorrect, the correct date is (B)(6) 2015.

Event description:
New information reported stated that the event/explant date was (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the hospital and experienced an asystolic episode. The implantable cardiac monitor did not record the episode. The device was explanted and replaced with a pulse generator. The patient was in stable condition and was discharged.